Manufacturer narrative:
Information contained in this report was previously submitted in manufacturer report # 2029214-2021-01165. Additional information received indicated that these were duplicate events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the solitaire stent was stuck and broke/came loose when the inr tried to take it out. The stent was left. The patient did not experience any symptoms of complications, though it was reported that the patient experienced an injury after the procedure. The patient developed media stroke despite successful thrombectomy. The stroke was not where the solitaire broke. They developed partial anterior stroke in the case where the solitaire broke. Inr thought this had nothing to do with the stent failure. The patient had not recovered at the time of the report, and had remaining big lapse after their stroke. Inr said that can't be related to the stent complication. Additional information received reported the stent broke off from the pushwire; follow-up CT did not show that any pushwire segment remaining in the patient though the entire stent remained in the patient. The stent remains implanted from the occluded anterior cerebral artery distal end, in the a1 segment, and into the proximal end of the internal carotid artery. There is no plan for further intervention to remove the solitaire stent. The resistance was felt in retrieving the solitaire, not noted to be with the accessory device(s). There was no kink or damage on the catheter. There was no kink or other damage observed on the solitaire pushwire. The patient was noted to have severe damage because of the stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the a solitaire device had resistance when removing the stent retriever and the pushwire separated. It was reported that the patient came in with an acute stroke where the investigation showed blood clots that blocked the flow of the left hemisphere in two different places. The doctor started by engaging one blood clot (located in the arterna cerebri media). The procedure was successful and the clot could be removed and the flow to most of the brain half was restored. The doctor then similarly engaged the other blood clot that was in another blood vessel (arteria cerebri anterior) that supplies blood to other parts of the same brain half. At the first attempt, the blood clot was only partially carried out, but released from the stent retriever, whereupon they made a second attempt. When they retracted the stent in this second attempt, the stent retriever came out a little bit, but then suddenly got stuck and in connection with that, the delivery wire (which was stuck in the stent part itself) came off. As a result, the stent was deposited inside the blood vessel. The doctor did not judge that there was any possibility of safely extracting it, not that there were any further possibility of extracting the remaining blood clot that was still blocking the same vessel to the brain. They informed the doctor in charge of the patient and then ended the procedure. It was unknown where exactly the pushwire broke. The entire stent was left in the patient at the occluded anterior cerebral artery (distal end in the a1 segment) and into the internal carotid artery (proximal end). There had been no kink/damage noted to the catheter or pushwire. The patient was given medicine that regulates platelet function according to standard procedures for those who receive a similar ste nt implant. The doctor believed that the force at retraction of the stent retriever, together with the tortuousness of the blood vessels, probably exceeded what the stent retriever could withstand. The doctor did not feel that they were using more force, or in any other way performing the procedure in any other way than usual. They said that there may have been something wrong with the stent retriever itself, but it looked completely normal and behaved perfectly during the previous retractions. Follow-up CT imaging did not show any signs of any part of the pushwire remaining in the carotid artery. No further interventions were planned to remove the device. Follow-up x-ray examinations have shown that the patient suffered brain damage both in the vascular area where they were able to restore blood flow (arteria cerebri media) and in the vascular area where blood flow could not be restored (arterna cerebri anterior). The patient was said to be severely damaged by the stroke. Ancillary devices include phenom 21, react 68, and merci 9f catheters.